Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that their ins has been off for 2 years by choice. They stated that recently their neurologist wanted an MRI, so they told them about their ins. The patient mentioned that they¿ve ¿never had so much trouble.¿ they added that they have no idea why the remote would have any effect on determining if they could have an MRI. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for spinal pain. The rep reported that they read a note from the patient¿s records that indicated a non-functioning neurostimulator. The rep was calling for MRI information. They did not have any further details regarding the impalpable neurostimulator (ins). No further complications or patient symptoms were reported or anticipated.